Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery level was fluctuating, which led to the pump shutting down. Additionally, the customer received multiple power source alerts after plugging the pump into a wall outlet. Reportedly, the customer was able to charge the pump successfully using the same power source after leaving the pump plugged in, and resumed insulin delivery. The customer¿s blood glucose was 195 mg/dl.